Event description:
(B)(6) have bought the chemotherapy prepartion robot from equashield israel since 2021. We have just use the robot to prepare chemotherapy around 46 cases. After that it doesn't work. The main problems are the weighing station and the data achieving about the preparation of the robot don't work. We can't check back the dosage or the error occur during the preparation. We lost a lot of money now by equashield israel doesn't responsible for us.